Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the liquid crystal display. (Lcd) and checked the contrast. The g8 was working as intended. No further action required by fse. The probable cause of the event was a defective lcd

Event description:
On (B)(6) 2015 a customer reported reported error 327 (lcd communication error) with their g8 analyzer. The customer further stated that the screen freezes and they have to reboot to restore the analyzer. This happened a couple of weeks ago, now again today. There were no issues with power conditioner with their analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.